Event description:
As reported via legal documentation the patient had a right knee revision on (B)(6) 2022. Approximately 1 year and 3 months after the revision procedure the patient had a second right knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed right total knee replacem,ent secondary to wear of the bearing surface and arthrofibrosis findings: found extensive scar tissue, especially in the lateral gutter around the lateral femoral condyle. The extensor mechanism was adherent to the femur, both medially and laterally. There was a moderate soft tissue reaction involving primarily the posterior capsule without exhuberant synovitis in his multiply reoperated knee. No complications during the procedure.

Manufacturer narrative:
D10: concomitants: 18766 cs-05cc - intersep calcium sulfate. Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, medical device, component, and investigation clinical codes.